Event description:
It was reported that high impedance had been identified on the patient's device. The patient had been having an increase in seizures and could not feel normal or magnet stimulation for about a year and a half. It was unknown if the high impedance was seen during normal mode or system diagnostics. The patient was referred for surgery to correct the high impedance.

Event description:
The patient had full revision surgery due to high impedance and battery depletion. The explanted devices were discarded by the hospital. Therefore, no analysis could be performed. No further relevant information has been received to date.

Event description:
The physician stated that the high impedance was seen during normal mode diagnostics. No further relevant information has been received.